Event description:
A patient reports while in the hospital due to a tooth infection their blood glucose level had rose to 350 mg/dl while wearing a pod for longer than 48 hours. As treatment, the patient was given insulin. The patient was discharged from the hospital after 2 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.